Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant using an unknown 12fr delivery sheath in a patient with a rotated cardiac anatomy. The sizing of the occluder was determined by transesophageal echocardiogram and angiogram. It's noted during procedure that the location of the sheath while in the left atrial appendage was lost. The occluder and unknown delivery sheath were removed without any sort of deployment of the occluder. A new unknown 14fr steerable delivery sheath and 25mm amplatzer amulet occluder were prepared for procedure. It's noted that the second occluder did not meet close criteria and became dislodged from the left atrial appendage during the tug test. The second 25mmm occluder was never released from the delivery cable. Both 25mm occluders were mis-sized. The decision was made to removed the 25mm amplatzer amulet occluder and prepare a 28mm amplatzer amulet occluder for implant. It's noted while assessing the close criteria that transesophageal echocardiogram (tee) and angiographic evaluation was challenging. The 28mm occluder was re-positioning and rigorously reassessed. The occluder appeared 2/3 distal to the circumflex artery, the lobe appeared sufficiently compressed when observed in the rotated anatomy. There was separation between the disk and the lobe and the disk was elliptical. There separate tug/tension tests were performed as the anatomy was difficult to analyze, and the occluder was released. The occluder was compressed at both edges and the pin offset. There was no leak detected around the lobe of the occluder during the procedure. The patient had no rhythm change during procedure. The left atrial pressure was 14mmhg at the time of procedure. The patient was not administered any other fluid other than standard intravenous fluid. Post-implant, it was noted via tee that the occluder had embolized into the left atrium. The decision was made to snare the occluder, using a 14fr torqvue sheath, non-abbott retrieval system and forceps in the mitral valve area. The 28mm amplatzer amulet occluder was successfully retrieved. Assessment of the mitral valve, pericardial fluid space, electrocardiogram and ultrasound of the left femoral vein demonstrated no complications at the acute setting. The patient had no clinical signs of symptoms due to this event. There was no clinically significant delay in procedure reported. There was no prolonged hospitalization due to this event. The cause of embolization of the 28mm amplatzer amulet occluder is unknown, but the patient's anatomy is said to be a contributing factor. The patient was discharged at the time of report.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant using a12f amulet steerable delivery sheath in a patient with a rotated cardiac anatomy. The sizing of the occluder was determined by transesophageal echocardiogram and angiogram. It's noted during procedure that the location of the sheath while in the left atrial appendage, was lost. The occluder and unknown delivery sheath were removed without any sort of deployment of the occluder. A new unknown 14f amulet steerable delivery sheath and 25mm amplatzer amulet occluder were prepared for procedure. It's noted that the second occluder did not meet close criteria and became dislodged from the left atrial appendage during the tug test. The second 25mmm occluder was never released from the delivery cable. 25mm occluders were mis-sized. The decision was made to removed the 25mm amplatzer amulet occluder and prepare a 28mm amplatzer amulet occluder for implant. It's noted while assessing the close criteria that transesophageal echocardiogram (tee) and angiographic evaluation was challenging. The 28mm occluder was re-positioning and rigorously reassessed. The occluder appeared 2/3 distal to the circumflex artery, the lobe appeared sufficiently compressed when observed in the rotated anatomy. There was separation between the disk and the lobe and the disk was elliptical. There separate tug/tension tests were performed as the anatomy was difficult to analyze, and the occluder was released. The occluder was compressed at both edges and the pin offset. There was no leak detected around the lobe of the occluder during the procedure. The patient had no rhythm change during procedure. The left atrial pressure was 14mmhg at the time of procedure. The patient was not administered any other fluid other than standard intravenous fluid. Post-implant, it was noted via tee that the occluder had embolized into the left atrium. The decision was made to snare the occluder, using a 14fr torqvue sheath, non-abbott retrieval system and forceps in the mitral valve area. The 28mm amplatzer amulet occluder was successfully retrieved. Assessment of the mitral valve, pericardial fluid space, electrocardiogram and ultrasound of the left femoral vein demonstrated no complications at the acute setting. The patient had no clinical signs of symptoms due to this event. There was no clinically significant delay in procedure reported. There was no prolonged hospitalization due to this event. The cause of embolization of the 28mm amplatzer amulet occluder is unknown, but the patient's anatomy is said to be a contributing factor. The patient was discharged at the time of report. No additional information was provided. Subsequent to the previously filed report, additional information was received that a 12f amulet steerable delivery sheath was used during the procedure. No additional information was provided.

Manufacturer narrative:
An event of device embolization into left atrium post-procedure was reported. Information from the field indicated that two 25 mm amulet devices were attempted to be implanted before implanting 28 mm device as both 25 mm occluders were mis-sized. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The cause of the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstance as the device was snared and successfully retrieved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.